Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During procedure, it was found air in the system which was likely a cause from a leak in the system somewhere. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During procedure, it was found air in the system which was likely a cause from a leak in the system somewhere. All components were removed and replaced. There were no patient complications.